Event description:
Additional information received indicated the right ventricular (rv) lead was capped, and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. Isometric testing was performed, but the noise was not reproducible. The physician elected to monitor the patient. The patient left in stable condition.